Manufacturer narrative:
Eval summary: three (3) potential scenarios are possible: product was initially sent in alleged condition. Product was initially sent to another territory, opened, returned for credit, grade coded to go back to shelf, shrink wrapped in as-is condition, restocked and sent to subject territory. Based on inventory transaction inquiry, a device with the same item number from the same lot was returned from another territory for credit (07/06/2009), inspected, shrink wrapped, and restocked. Subsequent to this event on (B) (6) 2009, a device with same item number from the same lot was sent to the subject territory (thailand). It is unk if it is the same device returned on 07/06/2009. There are no similar complaints. The hospital in the subject territory may have opened the box. While scenario #2 is the most likely, a definitive root cause cannot be ascertained at this time. This complaint has been reviewed with packaging, mfg and distribution. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened. Zimmer, inc considers the investigation closed.

Event description:
When the wrapped plastic was opened, the outer box has been already opened and sales rep took a look inside. The plastic box was opened and not sealed. Surgery was prolonged by 30 minutes.